Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Skin problems appeared 6 days post implantation (redness). The ents treated the skin and healing improved gradually. But in (B)(6) 2023 the parents came to the clinic and the ents noted that the implant had extruded. Explantation will be planned.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field explantation was due to extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. . However, the presence of the device might have contributed to its subsequent development. In addition the recipient suffered from wound healing issues in the post-operative period, which is a known side effect of cochlea implantation. This is a final report.

Event description:
Skin problems appeared 6 days post implantation (redness). The ents treated the skin and healing improved gradually. But on 25-oct-2023 the parents came to the clinic and the ents noted that the implant had extruded. No particular medical condition or history is reported. The device was explanted. Reimplantation will be discussed after complete healing of the skin.